Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s hospitalization from the attorney of the family. The information received on (B)(6) 2020 stated the following - reporter alleges: in or about (B)(6) 2018 the customer began using the insulin pump. On or about the (B)(6) 2018, the customer was found unconscious by emergency medical services and transported to a hospital where they were found to be severely hypoglycemic as a result of an insulin overdose. The customer had suffered hypoglycemic encephalopathy and was hospitalized overnight. The pump did not alarm to alert the customer of the low. Insulin pump will be returned for analysis.